Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that the patient stent thrombus occurred and the patient expired. In (B)(6) 2016 the patient presented with stable angina (ccs classification: 3). The subject was referred for cardiac catheterization and the index procedure was performed. Target lesion #1 was located in the 1st obtuse marginal branch with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm synergy¿ stent and the residual stenosis was 0%. Two days later, the subject was discharged on clopidorel. In (B)(6) 2016, 21 days post index procedure the patient expired due to stent thrombosis of the study stent. In (B)(6) 2017, site had tried to contact the subject through telephone for three month follow up. Subject's wife received the phone call however she didn't talk about the death of her husband due to heavy crying. Then, primary care physician was contacted who stated that subject died on (B)(6) 2016. As per physician statement, subject was sitting on the sofa after having spoken to his daughter, he then collapsed and was dead immediately. Site has confirmed that legible death certificate cannot be procured. No autopsy was performed.